Event description:
It was reported the secretary of materials management to the cin that a lcs15 jaw was crooked. The instrument was not used. There was no consequence to the pt. The sales rep was notified to follow up.

Manufacturer narrative:
D5,6; h4: information not available, device not returned for analysis.